Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the peg tubing had grown in and the patient was hospitalized. On (B)(6) 2022, it was reported that the patient received new tubes.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, the peg tube was changed and on (B)(6) 2022, the pej tube was changed. The reason for changing the tube was an infection in the abdomen, where the inner plate was located. The patient had abdominal pain. The patient was hospitalized for about 4 weeks and she still had the abdominal infection. The patient's husband could not give information about antibiotics, treatment and when the patient will be released from hospital.

Manufacturer narrative:
Reference record (B)(4). Additional information in section in b5 and d6.